Event description:
The customer reported poor image quality on the system and that the tracking is off. No pt injury was reported.

Manufacturer narrative:
The ge svc rep found that the tracking was off by 5 kv, so he adjusted the tracking to n= 61 m1 = 71 m2 = 70. The rep reloaded and configured the system to 9800iso files. System operates as intended at this time.